Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery, control board, and on/off switch were reseated and cleaned to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system would spontaneously reboot resulting in the loss of mechanical ventilation. There was no report of patient involvement.